Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The o2 flush valve was replaced to resolve the issue. No patient information to date after calls to customer 11/09/22 and 11/17/22. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in high airway pressure during a case. The patient was switched to manual ventilation. There was no patient injury.